Event description:
Lead management case to extract one riata lead during can change out. The case began with the physician using a 14f glidelight laser sheath with a visisheath; however significant difficulty in crossing the adhesion was experienced. The physician then upsized the device to a 16f glidelight laser sheath. A small drop in blood pressure was noted but immediately corrected after release of tension on the lead. The procedure continued. During a pause with the laser sheath a significant drop in blood pressure occurred. A sternotomy was performed revealing an svc tear. The tear was repaired and the patient survived the intervention. The extraction was completed after vessel repair.